Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The co2 absorbent canister lock assembly was replaced, and the unit was returned to service. No report of patient involvement. Date of device manufacture year is 2007. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported they were unable to unlock the co2 canister to change to absorbent. There was no report of patient involvement.